Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The receiver was received for investigation. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.